Event description:
It was reported that caller experienced a malfunction on the pump, with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these steps, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if issue happened again, which caller understood.